Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than or equal to 300 units. Additionally, cartridge alarms occurred during insulin delivery with multiple cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 and alarm 30 issue were verified, but the cartridge alarm 9 issue could not be verified. The information will be used for tracking and trending purposes.